Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. It has been over 6 years since the subject device was manufactured. Based on the results of the investigation, internal water invasion was confirmed, and water droplets had adhered to the internal board built into the scope connector, it is likely that an overcurrent caused by a short circuit caused damage to the mounted components on the board, causing an abnormality in communication with the video system center, resulting in error message e315. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): ¿chapter 3 preparation and inspection the equipment prepared before using this endoscope and procedures for inspection of the endoscope and equipment are described in this chapter. 3.1 the workflow of preparation and inspection the workflow of preparation and inspection is shown below. Before each case, prepare and inspect this endoscope as instructed below. Inspect other equipment to be used with this endoscope as instructed in their respective instruction manuals. Should any irregularity be observed after inspection, follow the instructions as described in chapter 5, ¿troubleshooting¿. If the endoscope malfunctions, do not use it. Return it to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Warning using an endoscope that is not functioning properly may compromise patient or operator safety and may result in more severe equipment damage.¿ ¿chapter 5 troubleshooting the countermeasures against troubles are described in this chapter. 5.1 troubleshooting if any irregularity is observed during the inspection described in chapter 3, ¿preparation and inspection¿, do not use the endoscope and solve the problem as described in section 5.2, ¿troubleshooting guide¿. If the problem still cannot be resolved, send the endoscope to olympus for repair as described in section 5.4, ¿returning the endoscope for repair¿. Also, should any irregularity be observed while using the endoscope, stop using it immediately and withdraw the endoscope from the patient as described in section 5.3, ¿withdrawal of the endoscope with an irregularity¿. Warning: never use the endoscope on a patient if an irregularity is observed. Damage or an irregularity in the endoscope may compromise patient or user safety and may result in more severe equipment damage.¿ olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite colonovideoscope experienced e315 scope error. It was unknown when the event occurred. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned to olympus for evaluation. During the device evaluation, the following was found: due to corrosion on the endoscope connector, e315 scope error occurred. This was due to an electrical continuity error from water invasion in the scope connector. Due to a scratch on the switch button 3, water tightness was lost. Due to wear of the angle wire, bending angle in the up direction did not meet the standard value. Due to wear of the angle wire, the play of the up/down know was out of the standard value. The suction connector (s-connector) was dirty due to water leakage. The scope connector cover had corrosion due to water leakage. The universal cord had a scratch. The universal cord had a wrinkle. The scope-connector had a scratch. The switch box had a scratch. The scope connector cover unit had a scratch. The protector of the universal cord on the suction connector side had a scratch. The universal cord was sticky. The scope ID data was not stored. The plastic distal end cover had a scratch. The image guide protector had a scratch. The protector of the universal cord on the suction connector side had a scratch. The scope connector unit had a scratch. The lock engagement lever had a scratch. The lock engagement knob had a scratch. The up/down knob had a scratch. The right/left knob had a scratch. The flexibility adjustment ring had a scratch. The forceps channel port was shaved. The grip had a scratch. The suction cylinder was shaved. The control unit had discoloration. The control unit had a scratch. The scope connector cover unit had corrosion due to water leakage. The suction connector was dirty due to water leakage. Adhesive on the bending section cover had a chip. The investigation is ongoing; therefore, a root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.